Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn during the 1st phase of a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The surgeon reported a corneal burn occurred in one patient. This event occurred in the first phase of the surgery. Additional information provided noted the surgery was performed at the hospital. The preparation of the room, patient, and sterilization of the materials and the assembly of the phaco system were done within normality. The system settings are the same that he uses in other surgical centers. The patient was prepared as usual. A paracentesis was completed and the corneal incision was 2.4 mm. After placement and removal of trypan blue, a capsulorhexis and hydrodissection and hydrodelineation were completed without problems. Before entering with the phacoemulsifier handpiece in the anterior chamber, the surgeon always steps on the footswitch and tests the liquid flow of the handpiece. When the surgeon entered with the phacoemulsifier handpiece in the anterior chamber and when he stepped on the footswitch the surgeon noticed the anterior chamber turned white. The surgeon noticed a burn in the area of the corneal incision of the patient's eye. The phaco handpiece was removed, the tip was changed, and extraction of cataract and intraocular lens (iol) implantation were performed without complications. The corneal incision was difficult to close, with a suture in an x placed, and an air bubble was placed into the anterior chamber with an occlusive dressing applied. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. Use of a phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the kelman and ozil tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. A root cause cannot be determined. (B)(4).